Event description:
It was reported that the caller experienced an issue with the pump display, affecting their ability to read the screen. There was no reported adverse impact on the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.